Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 492 mg/dl at the time of incident. The customer was treated for high blood glucose with shot of insulin. The customer was assisted with troubleshooting for high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. The customer was using the insulin pump when high blood glucose was reported. Customer reported that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.